Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from switch (sw1). The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to deformation of switch 1, grip had a scratch, switch box was discolored, suction cylinder had no color, right/left knob was discolored, up/down knob was discolored, control unit had a crack, plug unit was deformed, circuit board unit in suction connector had corrosion due to water leakage, scope connector cover unit had corrosion due to water leakage, cable unit had corrosion due to water leakage, insulation resistance value at distal end did not meet the standard value due to burn on probe cover, objective lens had a crack, connecting tube had buckling, and universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, gastrointestinal videoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that light guide lens has foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.